Event description:
"Details of the incident were that upon attempting to remove the 6fr triple lumen PICC the pt experienced pain around the 15 cm mark. The nurse removing the line felt resistance. She then called 2 other team members to assess. Carefully they removed the PICC and noted a sheared appearance between the 15-16 cm marks with a pin-hole sized opening. The catheter appeared to peel back on itself in the direction of the tip on the red port side of the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of reui0229 showed no other similar product complaint(s) from this lot number.